Event description:
Reporter alleged the blood glucose monitoring device was not reading right and went to the doctor due to the results. Reporter stated readings were 54 and 340 mg/dl, both taken around 7 am during a fasting state. Reporter stated the doctor's device read 102 mg/dl between 9:30 and 10:00 am. Reporter indicated no treatment was received and no controls were used. A request was made for the return of the suspect device and replacement product was sent.